Event description:
It was reported that approximately 1 and 1/2 months following the removal of a ureteral stent, patient presented with severe pain. Stent was placed in 2002. No problems were noted during placement of stent. An extracorporeal shock-wave lithotripsy procedure was performed 2 months later for stone break-up. Before the extracorporeal shock-wave lithotripsy procedure, the stent was checked for the first time since placement to confirm placement for the blast zone. 1500 shocks were administered. Stent was removed as scheduled post partum 10 days later. Dr. Used rigid cystoscope with grasping forceps in office. Nothing of significance was noted upon removal and the stent was not examined upon removal. Stent was discarded. 2 months later, patient was reportedly having severe pain. A kidney, ureters, bladder (abdominal x-ray) revealed a foreign body in the kidney. Doctor thinks stent broke at curl tip suggesting last 5-10 mm at curl broke. 6 days later, patient went to surgery for flexible ureteroscopy to remove foreign body. Unsuccessful. When unsuccessful, the patient was referred to an interventional radiologist who performed percutaneous nephrostomy to remove object 12 days later. Doctor used a 22 gauge needle and .18 inch guidewire and snare devices. Grasped piece, pulling out, but device was very brittle and broke into multiple fragments. All fragments in renal collection system removed, some were left in the subcutaneous tissue which doctor's notes indicated should not be a problem for the patient. Unable to obtain information as to the location of the samples or any additional information as to patient's medical history before the pregnancy and/or stent placement. The retrieved fragments were not conclusively determined to be pieces of the ureteral stent.